Event description:
The customer contacted baxter for assistance with therapy during use; during their prime on a homechoice. The patient revealed that they had connected themselves for therapy without attaching the solution bags. They stated that they connected to the machine when the machine displayed "connect bags." The technical service representative (tsr) then advised the patient to end therapy and to start over with new supplies. During follow up with the home patient (hp) regarding reported problem, the hp stated that the technical service representative (tsr) explained to them that it's not good to connect themselves without the bags. They stated that night they did start over with new supplies and continued fine. They did not have any alarms with the reported problem. The hp stated they have been taking their time during setting up the machine and making sure not to rush themselves. They stated they have not made the same mistake. The hp stated that therapy has been going much better and they are continuing fine. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The complaint is confirmed due to the use error described by the patient. Use error - failed to follow therapy steps was caused by the patient being connected to the cycler before the solution bags were connected. The patient should connect after priming the set and when prompted to connect yourself. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.